Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured in the bc tip to middle part at 12atm vertically. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
E1: initial reporter address 1 (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured in the bc tip to middle part at 12atm vertically. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure. It was further reported that the balloon ruptured longitudinally. It was further reported that the balloon was inflated thrice within 10 seconds each. However, at third inflation, it was noted that the balloon ruptured in the middle of 10 seconds.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured in the bc tip to middle part at 12atm vertically. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure. It was further reported that the balloon ruptured longitudinally.

Manufacturer narrative:
E1: initial reporter address 1 (B)(6).